Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported screen issue; programmer screen had multi colors. Mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found the programmer failed functional ECG (electrocardiogram) calibration test; lem (link electronic module) printed circuit board assembly found out of electrical specification. It is noted the system fan was noisy. (B)(4).

Event description:
It was reported there were intermittent screen glitches; when powered on, monitor is distorted. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.